Event description:
On (B)(6) 2025, it was reported that the user discovered their ilet touchscreen was cracked and unreadable. The user did not recall an impact or drop that caused the damage. The screen was not usable, and the device could not be operated. A replacement device was arranged. No blood glucose impact or injury was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.